Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call air bubbles anomaly. Customer stated when they fill the insulin pump they have a lot of air bubbles in the reservoir. Customer advised their insulin only last 2 days and they believe the air bubbles are the reason for that occurring. Troubleshooting for air bubbles was performed. Customer advised the air bubbles are the same size of champagne bottles. Customer was not able to complete troubleshooting since they do not have air bubbles at this moment. Customer was advised to monitor the insulin pump and call back if air bubbles persist.